Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.(B)(4): device not returned.

Event description:
As reported to coloplast though not verified, the patient was implanted with a competitor's product and coloplast novasilk mesh. Later the patient experienced vaginal itching, mesh erosion, dyspareunia, bleeding, hematuria, urinary tract infection and grade ii cystocele. At subsequent visits; patient was found to have renal calculus; all other ultrasounds and cystoscopies were negative. Estrogen cream was prescribed. A posterior vaginal mesh erosion repair was performed [the provided documentation indicated this was an explant].